Event description:
Patient had midline catheter in place (pw, 4fr). During CPR it was noted the tan bell -shaped piece that covers the white hub with the line markings had separated (came loose) and was migrating down the catheter pulling the midline out. The midline was removed and a cvc was placed. It was noted the catheter was kinked. No patient harm.